Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Balloon tear/leak was not confirmed. Difficulty/resistance removing the protective sheath could not be tested because the sheath was not returned. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of a 3.5 x 23 mm xience v, when the protective sheath was removed there was resistance felt and when negative pressure was applied, there was an air leak noted coming form the balloon. A non-abbott stent was successfully used. The device was not used on the patient. There was no clinically significant delay in procedure. No additional information was provided.